Event description:
It was reported the pain stimulator was broken. It was hurting their back. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).